Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis anesthesia es system became abruptly stuck after vending fentanyl medication. The customer added that this happened in the middle of a case when the patient was on the table in the operating room causing delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-oct-2022 to 07- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system had slow network communication. The technical support specialist opened network configuration, disabled wireless fidelity, bluetooth adapter, changed the speed and duplex from auto negotiation to 100 megabits per second half-duplex to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system became abruptly stuck after vending fentanyl medication. The customer added that this happened in the middle of a case when the patient was on the table in the operating room causing delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that system had slow network communication. The technical support specialist opened network configuration, disabled wirless fidelity, bluetooth adapter, changed the speed and duplex from auto negotiation to 100 megabits per second half-duplex to resolve. The system was functioned as intended.